Manufacturer narrative:
Additional information: h6 the reported event was confirmed. The manufacturer evaluation revealed a broken drill inside the clamping system as well as damages at the sleeve. Furthermore, corrosion was found at the drive shaft. The most likely cause is attributed to improper device handling.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the burr attachment is broken. It is stuck inside. It was noticed after the surgery. There was no harm for patient, operator or third party. No further information received.